Event description:
It was reported that there was a potential rotor stall after five years. No rotor or dye studies were performed. The pump was replaced. The medication in the pump was listed as "other'. No patient symptoms were reported. Per the report, there was no patient injury; patient recovered without sequela.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. This report is being submitted late due to delay by a manufacture employee. A process improvement plan and training are in place.